Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was found that the error code e110 (the video system center is damaged) and the front panel flickering occurred due to defective 170 power supply unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center was damaged (displayed error code e110). There was no ongoing procedure and hence no delay involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to d8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty power supply caused the reported issue. However, a specific cause of the faulty power supply was not established at this time. Olympus will continue to monitor field performance for this device.